Manufacturer narrative:
A definitive lot number was not provided. However, two possible lot numbers (0002961953 and 0002983984) were reviewed and the products were produced according to product specifications. The actual complaint product was returned for evaluation. A slight, inconsistent roughness was found on the inner surface of the bolus plug opening. A potential root cause was identified and is being addressed. All information reasonably known as of 25 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as a definitive lot number was not provided. All information reasonably known as of 26 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "ng [nasogastric] tube was placed in the patient on (B)(6) 2019 and being used for administering nutrition. Fluoroscopy was conducted on (B)(6) 2020 and there was no problem. When fluoroscopy was conducted again on (B)(6) 2020, the distal tip of the ng tube was detached. The ng tube was replaced for new one. No patient injury" was reported. Additional information received 19-feb-2020 indicated the tip was excreted, so there was no medical intervention. No patient injury or additional treatment has been reported.